Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Model: unknown, not provided. Catalog #: unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: product testing could not be performed as the lens remains implanted. The reported complaint was not confirmed. Manufacturing record review: a review of the records could not be performed as a serial number was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the patient was experiencing suboptimal results with implant of their symfony lens. The patient was reportedly 20/50 at distance. The ocular surface was evaluated and treated with regimen of steroids, plugs and tears. Patient then improved to 20/30 at distance. Patient is approximately 2 months post op and holding off on their companion eye implant pending the outcome of this eye. No further information provided.